Manufacturer narrative:
(B)(4). As the patients are instructed to discard supplies after each therapy, the sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lots (h10i26038 and h10h11016) and no issues were found related to the reported condition during the manufacture of those lots. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. The root cause of this incident is undetermined.

Event description:
This is a spontaneous nurse report from the (B)(6) of peritonitis coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the nurse stated that on an unreported date the patient developed peritonitis. The cause of the peritonitis was not reported. Treatment information was not provided. It was not reported whether dianeal therapy was ongoing at the time of the event. It was not reported whether the peritonitis resolved. A causal relationship was not reported for the event of peritonitis with regards to dianeal pd4 ambuflex therapy. The nurse declined to provide further information. This is report 1 of 4 involved in this peritonitis event.